Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use. The device was used during a transfemoral coronary angiography procedure using a retrograde approach. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, a vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stenosis greater than 50% at the puncture site, no nearby stent, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There were no visible signs of device or package damage prior to use, and the physician was trained and experienced with use of the device. The sheath introducer used was a 5f non-cordis sheath. The patient¿s international normalized ratio (inr) was reported as 0.9¿1.1 and was not greater than 1.5. The patient had no history of coagulopathy. There were no issues noted during balloon retraction or the button #2 step. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed, but bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was prepared and used according to the instructions for use. The device was used during a transfemoral coronary angiography procedure using a retrograde approach. Angiography confirmed femoral artery suitability, including an insertion angle of 30¿45 degrees, a vessel diameter greater than 5 mm, no visible calcium or plaque at the puncture site, no stenosis greater than 50% at the puncture site, no nearby stent, no prior closure at the target site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There were no visible signs of device or package damage prior to use, and the physician was trained and experienced with use of the device. The sheath introducer used was a 5f non-cordis sheath. The patient¿s international normalized ratio (inr) was reported as 0.9¿1.1 and was not greater than 1.5. The patient had no history of coagulopathy. There were no issues noted during balloon retraction or the button #2 step. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 is fully depressed and button 2 is not depressed. The stopcock was found partially open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. In regard to the sealant sleeve condition, no abnormal conditions were observed. Additionally, no catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Simulated deployment test was performed on the returned device per the mynx control instructions. Due to the button # 1 was received fully depressed the functional analysis was resumed omitting the sealant deploying process. The button # 2 was depressed withdrawing the balloon with no resistance felt. No issues were noted with respect to button # 2 depressing during the device failure investigation. The returned device performed as intended per the mynx control instructions for use (IFU). The reported event of ¿sealant inability to achieve hemostasis¿ was not observed through analysis of the returned device as button 1 was received fully deployed with no sealant returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the device received does not match the event reported. Button # 2 on the device received was not deployed and the balloon was not retracted. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue. As noted in the instructions for use (IFU), which is not intended as a mitigation, ¿it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.